Event description:
It was reported that during an lavh procedure, the device would not cut and an error code occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.